Manufacturer narrative:
A ge service representative performed an onsite investigation. The wires in hv cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that during a case the system turned off. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.